Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) and was admitted on the evening of (B)(6) 2025 with complaints of malaise, fatigue, fevers, chills, and drainage from the driveline. Reported fever at home with a maximum temperature of 102°f recorded in the hospital. The patient had been receiving zerbaxa (ceftolozane/tazobactam) as an outpatient for a chronic driveline infection. Noted dark urine but denied any dysuria or abdominal pain. Reported vomiting and had not taken any medications, including eliquis (apixaban), three days prior due to feeling ill. Laboratory results showed lactate dehydrogenase (ldh) of 2560, plasma free hemoglobin level of 150, haptoglobin less than 8, and urinalysis with 3+ occult blood. Intravenous (IV) fluids were given, and heparin was initiated. No power spikes were noted on the ventricular assist device (vad). An echocardiogram from (B)(6) 2025 showed an outflow cannula velocity of 0.9. Pump speed was increased to 6000 revolutions per minute (rpm). Two units of packed red blood cells (prbc) were administered for hemoglobin of 7.6, when the initial hemoglobin was 9.4. Blood cultures were positive for staphylococcus. On (B)(6) 2025, urine remained dark in color, and ldh increased to 5576. Transesophageal echocardiogram (tee) revealed thrombus in the inflow cannula. Pump speed was ramped down to 3000 rpm and then increased to 8000 rpm, with the current setting at 7500 rpm. Following review, the pre-tee log files showed mainly routine events with a few low voltage events noted on battery power due to normal battery depletion. A bump in pump speed from 5400 rpm to 6000 rpm was noted. The post-tee log files captured low speed advisory events on 25jul2025 from 14:28 to 14:53, presumed to be during the tee procedure. Fixed speed was increased to 7500 rpm, with corresponding flow values between 5 and 7 liters per minute (lpm). Pulsatility index (pi) values remained consistently low and non-variable and had averaged in the 2 range. Despite the dark urine and elevated ldh, flow values remained above the 2.5 lpm threshold. No noise or rotor faults were noted in the log files.

Manufacturer narrative:
Section h6: additional health effect - clinical codes. 1886 - hemolysis, 1918 - hypoxia, 2418 - loss of consciousness, 4417 - hemorrhagic stroke. Manufacturer's investigation conclusion: the reported thrombus in the inflow cannula could not be confirmed, as no imaging was sent for review and the device was not returned for evaluation. A specific cause for the reported thrombus could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system, (lvas), serial number (B)(6), and the reported stroke, hemolysis, malaise, fatigue, fever, vomiting, chills, and subsequent patient outcome could not be conclusively established. The controller event log files collectively contained events from (B)(6) 2025 to (B)(6) 2025. Changes in motor power, estimated flow, and pulsatility index (pi) associated with adjustments in the fixed speed and low speed limit (lsl) were observed from (B)(6) 2025 through (B)(6) 2025, consistent with the reported events. Per design, low speed advisory alarms were captured on (B)(6) 2025 when the fixed speed was set below the lsl. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, stroke, infection (local, driveline, and pump pocket), hemolysis, and death, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low speed advisory alarm, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 01aug2025 that at the time of admission, the patient also presented with hemolysis. Additional laboratory findings included ldh of 2465 with a peak of 6718, plasma free hemoglobin (pfh) of 110 with a peak of 490, haptoglobin less than 8, and urinalysis showing 3+ occult blood. The patient also exhibited lethargy. Treatment was initiated with fluids and heparin. The hemolysis had likely been caused by a chronic driveline infection that had been present since 2021 while the patient was under the care of another facility. Additionally, the patient had missed doses of eliquis (apixaban). Aggrestat (tirofiban) and plavix (clopidogrel) were administered prior to tee, which revealed that the left ventricular (lv) inflow cannula was obstructing more than 50% of the lumen. The pump speed reduction performed was to achieve retrograde flow, confirmed by doppler and color doppler imaging. Residual thrombus was present but appeared smaller by the end of the procedure. The baseline pump flow pattern showed only systolic flow, suggestive of an obstructive pattern. Speed increase performed was to achieve both systolic and diastolic flow, confirmed by a decrease in lv size, and then reduced to 7500 rpm to maintain lv unloading. During the procedure, the patient became hypoxic despite 100% oxygen and a positive end-expiratory pressure (peep) of 10. Over the following hours, pump speed was further reduced, resulting in improvement in urine color and urine output overnight. On (B)(6) 2025, the patient became unresponsive. Computed tomography angiography (cta) revealed a large intracranial bleed. Findings included absence of intracranial arterial and dural venous opacification with normal flow in external carotid artery branches, indicating intracranial pressure exceeding systolic pressure and resulting in global cerebral perfusion loss. Extensive intraparenchymal hemorrhage was noted in the right frontal lobe and basal ganglia. Mass effect led to a 5 mm leftward midline shift at the level of the septum pellucidum and effacement of the basilar cisterns, without tonsillar herniation. There was diffuse intraventricular hemorrhage and early obstructive hydrocephalus due to severe hemorrhage in the fourth ventricle. Mild multifocal supratentorial and infratentorial subarachnoid hemorrhage was present, along with severe subarachnoid hemorrhage visible in the thecal sac of the cervical spine. Neurosurgery reviewed the patient and performed no intervention. The family made the patient do not resuscitate (dnr) and withdrew care. The patient passed away the same day. No autopsy was performed, and the pump would not be returned. No imaging was provided. The vad had operated as expected, with readings at the patient¿s baseline and no power spikes noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.